Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event of "slider defect, implant didn't come out" during implantation in right eye. Surgery was completed with a backup device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event of "slider defect, implant didn't come out" during implantation in right eye. Surgery was completed with a backup device. No eye injury noted.

Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector between the start and end positions. The sample was evaluated. No damage was observed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. The expected results of functionality test were met. The event code of slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.